Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the tube was not clear when flushing ¿. The product in use at the time is reported to be a 2000e china from lot 23125395. Further correspondence from the customer confirmed that they used the smartsite connector with an unknown connector through luer lock connection. The customer also confirmed that the flow was completely blocked and during this incidence, anti-inflammatory drugs were being infused. Additionally, no damages were observed on the reported component. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23125395 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. .

Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim: the nurse connected the needleless sealed infusion connector to the patient's indwelling needle, but the tube was not clear when flushing, causing the infusion connector to be replaced again. The patient complained about the increased cost. At the same time, it increases the workload of nurses and increases the risk of infection for patients.